Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and it was observed that the front panel display overlay improperly had an opening/gap with the front panel bezel. There were no other discrepancies observed during external visual inspection. An internal inspection of the cycler showed that the rear panel had been pushed inward past the right, rear panel support block. The go/ no go gauge check failed. The go check failed at the right side (pump side) of the heater tray as well as at the rear edge of the heater tray. A simulated therapy was initiated and multiple scale reading error warnings occurred. The warnings were cleared and the treatment continued to completion. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a patient having multiple scale reading error messages. The patient was able to press the ok key and continue treatment. A review of the patient¿s treatment records identified that the patient drained 4939 ml during drain number one of treatment. This drain volume is 247% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the (pdrn), it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. It was confirmed treatment was completed on the cycler. The patient has received a new cycler which is working well and continuing with (pd) therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.